Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under one of the electrodes. Patient reports one of the electrodes came off of the velcro and velcro rubbed the skin raw and caused bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a silvadene cream. Follow up indicated that the cream is helping with the skin irritation.